Event description:
It was reported that the customer had an excessive no delivery alarm on the insulin pump. Customer's blood glucose level was 72 mg/dl. Customer stated that a temp basal was not programmed before the alarm occurred. Alarm occurred shortly after inserting a new battery. It was explained that the pump experienced an unexpected restart. Customer was advised to monitor the pump and call back if issues reoccur. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no unexpected error alarms noted during testing. The insulin pump passed the error test alarm and self test. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.